Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the common femoral artery with mild calcification and 90% stenosis. A 10x39mm omnilink elite stent system was prepped per the instructions for use (IFU). The vessel was pre-dilated using an unspecified 9x40mm percutaneous transluminal angioplasty (pta) balloon catheter. The omnilink was advanced toward the target lesion without resistance. The balloon was inflated to 12 atmospheres, held for 20 seconds and the balloon deflated as normal. The omnilink was withdrawn and became stuck in a non-abbott introducer sheath and could not be pulled through. The introducer sheath and omnilink were withdrawn as a single unit. Procedure was finished by manual compression and no side effects were observed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation and the difficulty to remove was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A conclusive cause for the reported difficulties could not be determined. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.